Event description:
It was reported that the ilet pump screen was cracked after the user rolled onto the device, though the screen remained usable and the agent arranged a replacement. Symptoms included no injury and no device alerts or alarms. Outcomes included continued therapy with plans to return the original device and use of cgm via the dexcom app or receiver as needed. Investigation included remote assessment, confirmation of shipping details, return logistics, and counseling on continued safe use. Investigation of this case revealed physical damage to the display assembly consistent with external mechanical stress, with no evidence of functional failure beyond the screen damage. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage.